Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump, and no recurrence of the malfunction code occurred after the reset. The customer was instructed to continue using the pump and to reach out again if the issue happened once more, which they acknowledged and understood.